Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump did not recognize closed door. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. 'During evaluation the device did not recognize a closed door, which was reproduced during secondary evaluation. A review of the event history log (ehl) revealed occurrences of 'does not recognize a close door' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty upper aux. The device was not repairable due to multiple components damage. Should additional relevant information become available, a supplemental report will be submitted.